Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11221. It was reported that in-stent restenosis occurred. A 2.75x28 synergy¿ stent was implanted in the lad in (B)(6) 2016. However, it was noted that in-stent restenosis (isr) had occurred as a result of the patient not taking dual antiplatelet therapy promptly. Approximately 1 month later in (B)(6) 2016, percutaneous coronary intervention was performed to treat the 24mmx2.5mm, isr target lesion located in the mildly tortuous and mildly calcified mid left anterior descending (lad) artery. Access was gained via the femoral artery and a choice¿ pt wire crossed the lesion. A 2.5 x 15 emerge¿ balloon catheter was then advanced and dilated the lesion twice at 12 atmospheres for 15 seconds. The lesion had 75% isr following predilation. Subsequently, a 2.50 x 24 synergy¿ stent was advanced in an attempt to treat the in-stent restenosis but the device had difficulty crossing into the lesion. The physician put some pressure to cross the lesion site but only felt some "grittiness" and the device still could not cross the implanted 2.75x28mm synergy¿ stent. The device was removed from the patient's body and it was noted that a stent strut was protruding out. The procedure was completed with another 2.50 x 24 synergy¿ stent. No patient complications were reported and the patient's status was stable.